Manufacturer narrative:
Product event summary: analysis could not confirm the reported secure connection issue; the secure mechanisms of the atrial and ventricular connectors were checked and no anomalies were found. Analysis confirmed the reported split and broken connector issue; connectors were found split. It was noted the atrial and ventricular outputs were checked and no output anomalies were found. Analysis also found the user knob was very easy to remove from encoder assembly (didn't affect operation). Lock knob on keypad didn't have a mechanical click (didn't affect operation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets for the external pulse generator's atrial and ventricular connectors were split and broken, making the secure connection of the adaptor cable impossible. The external pulse generator was returned for service. There was no patient involvement.